Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that patient experienced worsening coronary artery disease and target vessel revascularization occurred. In january 2013, patient presented with unstable angina (braunwald classification iiib) and was referred for cardiac catheterization. Target lesion was a denovo lesion located in the saphenous vein graft (svg) to 1st diagonal with 95% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. Target lesion was treated with pre-dilatation and placement of a 2.75 x 16 mm pe plus stent, with 0% residual stenosis. On the next day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with worsening cad and was hospitalized on the same day. Cardiac catheterization was recommended. On the following day, coronary angiography revealed a svg to 1st diagonal: 90% focal stenosis in distal third; 99% isr of unknown stent. The patient underwent 4 vessel stenting in om1, ostial lcx, mid lcx and distal lcx (non tvrs). On the next day, 90% stenosis of the body of the vein graft located in the svg to distal segment of 1st diagonal was treated with balloon angioplasty and placement of 4.5 x 13 mm non bsc stent with 0% residual stenosis. The 99% restenosis of the unknown stent located in the 1st diagonal was treated with balloon angioplasty and placement of 2.25 x 14 mm non bsc drug-eluting stent with 0% residual stenosis. The event was considered as resolved and the patient was discharge on the next day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the 99% restenosis of the study stent located in the saphenous vein graft (svg) to the first diagonal was treated with balloon angioplasty and placement of a 4.5x13mm non bsc bare metal stent and a 2.25x14mm non bsc drug eluting stent with 0% residual stenosis. The event was considered resolved and the patient was discharged the following day.